Manufacturer narrative:
The doctor stated that cement has darkened significantly over the past two and half years. The doctor replaced all six veneers with metallic crowns using a different product. The patient is doing fine. The mojo cement which was used in 2009 was returned; however, since the product is expired, no evaluation can be conducted. A DHR review indicated that there were no deviations from the manufacturing process.

Event description:
A doctor alleged that he used mojo light cement on a patient to place six veneers (teeth #6-11). It looked like a perfect match when the veneers were initially placed; however, the doctor stated that cement has darkened significantly over the past two and half years.